Event description:
It was reported to philips there was a treatment button failure. There was no patient involvement.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during diagnostic service was received. Upon conclusion of the evaluation, it was determined that the device was in need of calibration. The device remains at the customer site and no further evaluation is warranted at this time.